Manufacturer narrative:
One hotline low flow system was returned for analysis. The enclosure, line cord, tank, and drain fitting were observed to be worn, dirty and damaged upon visual inspection. The unit was powered on; duplicating the complaint. Based on the evidence, the root cause was found due to a calibration issue. The unit was unable to be calibrated due to the stressed potentiometers and faulty pcb.

Event description:
Information was received that upon power up of a smiths medical level 1 hotline low flow system, it goes into overtemperature. This occurred during testing; no patient involvement.